Event description:
The complainant reported that the console alarmed that the pump placement signal was unreliable. This happened before with the same console on a different pump. With the last pump, the placement signal came back. The pump was operating as expected and there was no suspected damage to the optical sensor, it was previously working fine during this case. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis; console imc logs confirm that numerous placement signal not reliable alarms were issued. Rt logs from the console confirm that the signal-to-noise ratio (snr0 was significantly low. Device analysis: section 23 of the preventative maintenance procedure was performed and the console found not to be up to specification. Further analysis of the analog output from the optical bench revealed it to be defective. Conclusion: the root cause for placement signal not reliable alarm was low snr due to a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.